Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump getting a low battery alarm every day. The customer¿s blood glucose was 180 mg/dl. Customer stated they are not changing the battery, but simply just clearing the alarm and continuing to use the insulin pump. Customer stated they had not high or low blood glucose value other than when she was sick and blood glucose went up to 252 mg/dl. The device will be return for analysis.